Event description:
The manufacturer received information alleging a hospice patient was using a ventilator. The ventilator alarmed for ventilator service required and the patient expired on the device. Information indicates that the ¿patient was not doing well on the device". The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a hospice patient was using a ventilator. The ventilator alarmed for ventilator service required and the patient expired on the device. Information indicates that the ¿patient was not doing well on the device". The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without issue or error codes. The vent was run for 98 minutes, and no foreign particles were observed in the outlet filter. The vent was bench tested which showed the software version, the clock setting and internal battery build date failed testing specs. The clock setting and battery build date were expected as the ventilator had taken a while to arrive to the pil and be investigated. The vent was taken apart. No contamination was observed in the air flow path.